Event description:
Routine lab results on the patient revealed an ldh of 1471. The patient was called and told to come in to our emergency room for evaluation. The patient denied dark urine. Vad numbers: speed 8800, flow 5.6, pi 6.5, power 5.3. The patient was admitted. Initially his ldh began to improve, decreasing to below 500. Then his ldh rose again to over 900 and a few days later the patient had a pump exchange for suspected pump thrombosis. Manufacturer response for lvad, heartmate ii (per site reporter).